Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on field evaluation. The fse determined that there was an issue with the fiber optic cable and advised the customer to replace the cable. Following the replacement of the fiber optic cable, the fse tested the system and verified it as ready for use. The affected fiber optic cable involved with this complaint will not be returning to isi for further investigation. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that there was no vision in the right eye. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had no vision in the right eye of the surgeon side console (ssc). The customer stated that they tried power cycling, hard cycling, reseating the blue fiber cables, and tried three different scopes, but the issue persisted. The technical support engineer (tse) advised the customer to bring in a second ssc and the customer stated that they would try to bring one in when possible. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the da vinci coordinator clarified that the procedure was a cholecystectomy. The reported issue was that there was no vision displayed in the right eye on the ssc, but there was an image displayed on the vision side cart (vsc). The surgeon elected to continue the procedure with only the left eye on the ssc. The procedure was completed robotically with the da vinci system. There was no report of patient injury and no fragment fell into the patient. There was a procedure delay of 20 minutes.